Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the mitraclip delivery system was discarded. The clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the separation of the actuator knob which required the use of a clamp to deploy the clip. It was reported that during the mitraclip procedure, the blue actuator knob was touched to begin turning the knob for deployment, but the knob fell off the mitraclip delivery system (cds). There was no force applied to the knob. A clamp was attached in place of the actuator knob; the clamp was turned eight times counter clockwise and the mitraclip was successfully deployed. There were no other issues with the cds. Degenerative mitral regurgitation (mr) was reduced from grade 4 to 1 with implantation of the one mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. Potential causes for actuator knob detachment can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/handling during preparation or procedural conditions (excessive tension on the device during procedure) or manufacturing anomalies (loctite and/or accelerator not applied or fully cured, resulting in detachment). A review of the device history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the electronic complaint handling database indicated there had been no similar incidents of actuator knob detachment reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.